Manufacturer narrative:
The explanted devices were not returned to bsn. Model number/catalog number: sc-2218-50; serial number: (B)(4); batch/lot number: 16023910 / 16044079; model/catalog description: linear st lead kit 50 cm. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was unable to charge ipg and was having high impedances. The patient underwent an ipg and lead replacement procedure. The patient was doing well postoperatively.